Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four and a half (4.5) years post initial procedure, the physician treated the patient for a type iiib endoleak by relining with the ovation ix system; this is off-label treatment due to noncompatible use of afx with ovation devices. Reference MFR. Report # 2031527-2020-00039 for the type iiib endoleak event. During the re-intervention and at 10 minutes into polymer cure, the patient started to buckle off the table while under anesthesia. The patient was successfully treated for an anaphylactic reaction per the device IFU, and stabilized. The procedure was completed and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and a denied response was received. The procedure-related harm identified was transient hypotension due to the polymer leak that was successfully treated. The event is most likely device-related as identified in field safety notice (fs-0012); the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. The final patient status was reported being monitored due to slow recovery. On 06 august 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06 may 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction to b5, d11, h6: h6 result code; remove 3233. H6 conclusion; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four and a half (4.5) years post initial procedure, the physician treated the patient for a type iiib endoleak by relining with the ovation ix system; this is off-label treatment due to noncompatible use of afx with ovation devices. Reference MFR. Report # 2031527-2020-00039 for the type iiib endoleak event. During the re-intervention with an ovation ix abdominal stent graft system, post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU and was stabilized. The procedure was completed and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.